Manufacturer narrative:
Patient age is unknown; however, it was reported to be in her 90's. The complainant was unable to provide the suspect device catalog/device number, lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4) - additional procedure performed. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button was used during a percutaneous endoscopic gastrostomy, (procedure date is unknown). According to the complainant, this event happened approximately one year ago, the exact date is unknown. The patient was in hospice care. The physician had no issue placing the device however post procedure, the button had migrated between the abdominal wall and peritoneum. The patient was brought back in from hospice care and the physician did a laparotomy, using the existing device to successfully place the button. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.